Manufacturer narrative:
Received 1 used silicone catheter with the tray labeling. The reported issue was confirmed as manufacturing related. Per visual inspection, a burr was noted on the tip of the catheter and on the funnel. No other, defects were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device contained excess silicone on the tip, channel base, and inflation cap.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device contained excess silicone on the tip, channel base, and inflation cap.